Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that four vitality final drivers became stripped due to use over time. There was no reported patient impact. This is report one of four for this event.

Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2024-00050.

Event description:
It was reported that two vitality final drivers became stripped due to use over time. There was no reported patient impact. This is report one of two for this event.

Event description:
It was reported that two vitality final drivers became stripped due to use over time. There was no reported patient impact. This is report one of two for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun (02)" no longer applies but cannot be deleted. Corrections in g1 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the returned device was examined. Visual inspection revealed the tip is deformed/damaged. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.